Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 09/13/2016. The fse found disconnected tubing on port 5 of the distribution valve (dv). The fse reattached the tubing to correct the leak. The leak had damaged the peltier heater module resulting in temperature errors and startup was not passing. The fse ordered the parts for replacement. The repairs were verified per established service procedures. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported a contained fluid leak of approximately 10ml from a unicel dxh 600 coulter cellular analysis system while performing weekly maintenance. The instrument was a new installation and had not yet been used to process patient samples. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.